Manufacturer narrative:
A offending device was not sent back. Investigation consisted of reviewing the batch file and retain samples were reviewed. No anomalies were highlighted that could account for this complaint. No further action could be taken.

Event description:
Hospital sent email of an issue they had experienced with our lancets. The email stated some of the lancets, device does not retract needle after use. They reported the needle loosely drops out but doesn't remain with the orange base. No other details were provided, nor a sample sent.